Manufacturer narrative:
Continuation of d10: product ID 97800 lot# serial# (B)(6), implanted: (B)(6) 2022; product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had passed away and asked what to do with the external devices. Patient services reviewed information and caller may call back with the equipment charged up to have the handsets wiped. Caller also mentioned: they didn't know the date but pt's bladder device was not working at all. The patient had no control over their urine, their brain did not tell them when they needed to go, and they had no warning. The caller mentioned the patient decided to redo the lead or wire or implant, but after the surgery pt still did not have symptom relief they were very disappointed. The patient's relevant medical history included the caller stated that the reason the patient passed away was because they were suffering with cancer, and undergoing chemo it was a blessing for the patient to not be in pain anymore. Additional information was received from the patient representative. They reported that the patient didn't get any response to the device. They never knew that they had to go and just went. The patient had no control over bowels or urine.